Manufacturer narrative:
Upon follow-up, it was reported that treatment with vancomycin and fortum were discontinued. Thirteen days after hospital admission, the patient was discharged. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the six steps of hand washing were not followed. On the same day as the onset, the patient was hospitalized due to the event and was treated with vancomycin injection (1gm stat dose, intraperitoneal, once in 5 days, for 14 days), meropenem injection (1gm, intraperitoneal, once a day, duration was not reported) and fortum injection (1gm, intraperitoneal, for 14 days, frequency was not reported) for peritonitis. Seven days after the event onset, the patient has recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.